Event description:
Approximately year 2003, I started with some severe itching, especially my arms, which no one could figure out a reason. The itching became worse over the years, to the point I would scratch until my arms were bleeding and it made me psychotic-anxious. The anxiety when nothing helps the itching is severe. The itch is painful - it's not just itching, it feels like I have something constantly crawling on my arms biting them, so I scratch, and once I start scratching I cannot stop. I've actually thought that cutting my arms off would be the solution. I need help with this. I found that ice packs directly on my skin was helpful but who can live with ice constantly needed to put on her arms. It started affecting my job, basically my life. I found no help from medical professionals, as I saw my np, saw a pain specialist and received an epidural steroid injection as he thought it was a nerve issue generating from my neck, until I saw a neurosurgeon who suggested I had a histamine type issue, yet he didn't know what it was related to. I couldn't find anyone to help me until finally I found a doctor who specialized in mast cell-histamine immune issues. When she found out I had implants and looked at the timeline, she thinks there is a possibility with the implants as she has done research related to the implants of women having mold seen in them once they were taken out, which helped resolve the immune issues they were having. She suggests that my implants could be causing my immune issue with the mast cell mediated histamine issues I am having and suggests them be removed. The itching is horrific and I don't know what other choice I have. I go to bed every night with ice packs on my arms, please help me. I pray if I have them removed, it is my answer. Can you help financially so I can have them removed? Please. Have you had similar stories? FDA safety report ID# (B)(4).